Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Reportedly, the customer went to the emergency room due to a blood glucose level was 365 mg/dl and a high ketone level identified as dangerous by healthcare provider. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ER. Additional information regarding treatment was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.